Event description:
It was reported to philips that the host pc failed to bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) confirmed the host pc failed to bootup. Customer took the responsibility for servicing the device and it has been notified to contact philips for any follow-up. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome. Evaluation method code was corrected.